Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided. During the processing of this incident attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30587. It was reported that the patient lost therapy due to high impedance. In turn, surgical intervention took place wherein intra op diagnostics revealed normal impedance on the lead. As such, the extension was explanted and replaced with a new extension addressing the issue. Nothing was done on the lead. Reportedly, therapy was restored post operatively.